Event description:
It was reported that the ventilator failed pre-use check test. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer ref.#: (B)(4).

Manufacturer narrative:
The claimed issue was related to pre-use check failure. Identification of issue has been done by analyzing problem description. Service report and the device¿s logs have been not available for further evaluation. Based on available information, no part was replaced and returned for further analysis. Therefore, the root cause of the issue has not been confirmed.

Manufacturer narrative:
The claimed issue was related to pre-use check failure. There was no patient involvement. The issue was reportable based on available information (without logs or determined faulty part) as failed pre-use check may have underlying causes that affect essential functions of the ventilator. The reported issue has been confirmed during evaluation of the provided problem description and service report. Based on available information, the customer carried out the repair himself, no parts were replaced and returned to the factory for analysis. Therefore, the root cause of the issue has not been confirmed. The correction of field #h8 usage of device was required. This is based on the internal evaluation. #h8 usage of device: previous usage of device: unknown; corrected usage of device: reuse h3 other text : 4112.

Event description:
Manufacturer ref.#: (B)(4).